Event description:
On 07/29/1999, the facility's nurse informed the distributor's sales rep of the following: the pigtail/nylon connector broke off the device. She did not have all the information on hand (i.e., catalog/lot# of the device, implant/event date, patient ID or physician's name etc.), but would provide him with it on 07/30/1999. On 07/30/1999, the facility's nurse informed the distributor's sales rep that he would have to contact the facility's risk manager for the information. On 07/30/1999, the facility's risk manager informed the MFR.'s rep that she did not have all the details on hand at the time of the call. On 08/05/1999, the facility's risk manager informed the MFR's rep of the following: implant/event date was 07/23/1999. The lot number of the device is se98210. Additionally, she stated that the guidewire was inserted and tunneled under the skin; however, when it exited, the end of the catheter was found to have broken off. No further details were provided.